Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectal laparoscopy/laparoscopic rectal resection/amputation, the vicinity of the yarn portion has been damaged when grasping the vicinity of the yarn portion of the needle in the abdominal cavity before the needle with a holding needle. Since the new product was opened and used without any problems. Part of the device fell into the patient's cavity but was retrieved with forceps. No patient injury.